Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted

Event description:
Edwards received notification from a territory manager to the implant patient registry that a patient with a 9750tfx 23mm sapien 3u valve, implanted in the aortic position, expired after an implant duration of 6 days. Through follow up it was learned that coronary occlusion led to the patient's death and that the valve had increased gradients. Through review of the medical records, the patient underwent bav and successful tavr with a 23mm s3u via the right transfemoral approach. Post deployment tte revealed mild pvl that was confirmed on aortogram and a mean gradient of 4 mmhg. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. The cause of the coronary occlusion is unknown, but it appeared that the patient went against medical advice to have CABG with surgical aortic valve implantation and elected to proceed with tavr instead. 6 days post-op, the patient presented to the ER in cardiac arrest, CPR was initiated, and return of spontaneous circulation (rosc) was achieved. EKG showed st changes consistent with an inferior myocardial infarction, lhc with coronary angiography confirmed coronary occlusion, and the patient subsequently passed away. It was noted during the lhc that the patient's s3u had a critical mean gradient of 57 mmhg. The cause of the critical gradient is unknown, but likely related to patient factors, as the patient had a successful implantation of a 23 mm s3u in the aortic position with an intra-op gradient of 4 mmhg and a pod 1 tte gradient of 15 mmhg. Additionally, the pod 1 tte showed elevated lvot gradients, and it is unknown at this time whether this was corrected for when obtaining the critical transcatheter aortic gradient.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of increased gradients was confirmed due to provided medical report. A review of the DHR, lot history review, and complaint histor y review did not provide any indication that manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''it was noted during the lhc that the patient's s3u had a critical mean gradient of 57 mmhg''. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, medical records state, ''it was noted during the lhc that the patient's s3u had a critical mean gradient of 57 mmhg. The cause of the critical gradient is unknown, but likely related to patient factors, as the patient had a successful implantation of a 23 mm s3u in the aortic position with an intra-op gradient of 4 mmhg and a pod 1 tte gradient of 15 mmhg. Additionally, the pod 1 tte showed elevated lvot gradients, and it is unknown at this time whether this was corrected for when obtaining the critical transcatheter aortic gradient''. Due to insufficient information, a definite root cause is unable to be determined at this time. However, it is possibly related to patient factors as described above . No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and/or procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.